Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 2243072-2022-02052 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-05787.

Event description:
It was reported that during the flush, the bd miniloc® huber needle set, safety infusion set with y-injection site leaked where the tubing connected to the port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when rn accessed her port she clamped above and beyond the first leur port and then attached a saline syringe and pushed to produce pressure at that connection. A small drip formed where the tubing connects to the port." "Drip formed upon initial flushing with normal saline when accessing the port... It is at the bottom near the red line where the small tube section connects to the larger tube section."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). The reported lot# asgqf037 was not found for the reported catalog# rm0682034f. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the flush, the bd miniloc® huber needle set, safety infusion set with y-injection site leaked where the tubing connected to the port. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "when rn accessed her port she clamped above and beyond the first leur port and then attached a saline syringe and pushed to produce pressure at that connection. A small drip formed where the tubing connects to the port.". "Drip formed upon initial flushing with normal saline when accessing the port... It is at the bottom near the red line where the small tube section connects to the larger tube section.".